Event description:
It was reported that the device initially logged a fault code and upon initial eval, it was found that the device would not complete the boot up cycle. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio is in process of further evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.